Manufacturer narrative:
(B)(4). The investigation was completed on 01/25/2018. The failure was due to a defective diodes (d1 & d14) , and transistor (q1) on the main board.

Event description:
Na.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer who reported that downloader recharger sn (B)(4) gets hot to the touch and makes batteries hot when charging in other analyzers. Customer charges the same analyzer on other downloaders with no issues. The downloader recharger, analyzer and batteries were replaced at no charge and are being returned to apoc for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.